Event description:
It was reported that since 2008, the patient has no longer been able to hear with his right device. At school the patient was beaten and pushed around by a schoolmate at which he hit the back of his head against a wall. After 1-2 days a massive swelling was seen over the implant site. Testing was carried out which confirmed that the device has malfunctioned. The patient was re-implanted five days later.

Manufacturer narrative:
The device has been explanted and has been returned to facility, where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.